Event description:
As reported: "patient who underwent orif (gamma 4) at another hospital on (B)(6) 2025. At an unknown time, the lag screw cut out the femoral head. On (B)(6) 2025, gamma4 was removed and bha was performed. Preoperative x-rays confirmed that the blade of the u-lag screw was significantly bent. After removal, re-examination of the implant confirmed that, as seen on x-ray, the blade was significantly bent."

Manufacturer narrative:
The reported event could be confirmed since the device was returned for evaluation and matches the alleged failure. The device inspection revealed the following: the u-blade lag screw was received with one of the legs of the u-blade significantly bent outwards, away from the lot in the lag screw. The outer surface of the both the legs shows sever scuff marks, indicating an interaction with the surrounding bone. In the lag screw, one of the slots, apparently where the deformed u-blade was seated was found to be deformed indicating some struggle during the formation of the leg of the u-blade. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indication of material, manufacturing or design related problems were found during the investigation. For the single pre-revision x-ray, a clinical opinion was requested on the confirmation of cut-out and possibility of u-blade bending under ins influence, to which the hcp confirmed the cut-out but without any post-op and progressive x-rays after that it is difficult to conclude if cut-out was the sole reason in the bending of the u-blade. The exact cause of the cut-out could also not be determined. The available information, indicated towards bending of the u-blade due to the cut-out of the lag screw, but a confirmation of it is not possible due to lack of sufficient patient medical records. If any additional information is provided, the investigation will be reassessed.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
As reported: "patient who underwent orif (gamma 4) at another hospital on (B)(6) 2025. At an unknown time, the lag screw cut out the femoral head. On (B)(6) 2025, gamma4 was removed and bha was performed. Preoperative x-rays confirmed that the blade of the u-lag screw was significantly bent. After removal, re-examination of the implant confirmed that, as seen on x-ray, the blade was significantly bent."